Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during preparation, the physician observed a balloon leak. No patient was involved at the time of the event.

Manufacturer narrative:
A device history records confirmed that the device, labeling and packaging of the devices met all required specifications. Analysis of the device revealed crystallized substance present in the inflation lumen and also in the balloon. The balloon could not be inflated because the dried substance prevented functional inflation/deflation testing for leaks. Visual inspection did not identify physical damage to the device. Although no leaks were able to be identified during testing, it is possible that the user had difficulty purging air from the balloon. The presence of the dried substance, believed to be dried contrast, was likely a result of procedural factors and is not believed to have caused or contributed to the reported issue. Based on the information available and because we are unable to replicate the reported issue during analysis, the cause of the reported event cannot be determined.

Event description:
It was reported that during preparation, the physician observed a balloon leak. No patient was involved at the time of the event.